Event description:
It was reported that a rise in impedance and capture threshold was observed on the right ventricular lead. It was also noted that a loss of capture was seen at implant; the device was reprogrammed during implant and this was resolved. On (B)(6) 2014, the lead was repositioned. The patient was fine after the procedure.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.